Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Contributing factor was osteoarthritis. Patient presented to doctor with bilateral leg pain. X-rays show normal alignment. Assessment notes lumbar radiculopathy and tendonitis. Aspiration performed for hip pain, effusion and bursitis. No complication noted. Lab results provided states plasma cobalt chrome levels are elevated. Patient presented with still having pain in her lateral hip down her leg and groin pain. Assessment notes trunnionosis and lumbar radiculopathy. Doctor explained to patient the cobalt chrome levels are elevated and is causing weakness in her leg. During follow-up patient states she is undergoing physiotherapy and aspiration/injection is not providing pain relief. No specific details regarding the distal centralizer is noted in the medical records. All implants remain implanted. A definitive root cause cannot be determined. However, it is noted the zb distal centralizer was used in an incompatible combination with a zb echo femoral stem. Please note per the IFU hip centralizers, and revision s biomet® hip joint replacement prostheses it states, ¿do not use hip centralizers with non-compatible femoral components or components of another manufacturer, unless authorized by zimmer biomet." And "only authorized combinations should be used¿. It is unknown if these off-label usages may have caused or contributed to the reported events. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. D10: cat# 5036966 lot# 96771058 palacos cement x2. Cat# 20103606 lot# 66073141 36mm i.d. Size f neutral liner. Cat# 650-0662 lot# 3165563 delta ceramic fem hd 36/+3mm. Cat# 110010245 lot# 65915577 g7 osseoti 4 hole shell 54mm f. Cat# 12-151409 lot# 65993051 echo hip fx lat femoral 9mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient reports cobalt poisoning and will need to be revised. Additional medical records indicate that the patient presented with ongoing right hip pain due to tendonitis, bursitis, and trunnionosis. Records confirm elevated serum cobalt levels. Patient also alleges leg weakness, difficulty performing daily activities of living and several months of physical therapy. Further, the patient underwent an aspiration/injection which did not provide any pain relief. Attempts have been made and no further information has been provided.